Manufacturer narrative:
Batch review performed on 14 november 2018: lot 183982: (B)(4) items manufactured and released on 18 july 2018. Expiration date: 2023-06-07. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0. Reference 01.29.202 (k112115). Lot 174692: (B)(4) items manufactured and released on 02 february 2018. Expiration date: 2023-01-21. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 3 weeks after primary due to pain (unknown reason). The surgeon revised the liner and head.